Manufacturer narrative:
Concomitant medical products: w1tr01 crt-p, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s incision began to pus while it was heeling and a blood culture tested positive for bacteria. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. The patient received a leadless pacemaker a few days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s incision began to pus while it was healing and a blood culture tested positive for bacteria. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. The patient received a leadless pacemaker a few days later. No further patient complications have been reported as a result of this event.